Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)- drill the reported device has been returned for analysis. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the flexible drill fractured during the case. There was no patient harm or injury due to this malfunction. It was confirmed that no further information could be provided.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 visual examination of the returned product identified the flex shaft coil of the drill driver is fractured near the drill bit connection end. The device has nicks and scratches on the hudson connection end and on the shaft below the drill bit connection end. No other damage was noted during visual evaluation. This device has an approximate field age of 7 years. Measurement was within specification. Fracture analysis was previously performed where overload was identified as the mode of failure. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.